Event description:
It was reported that a patient was implanted with a peek implant for cranioplasty on (B)(6) 2013. The patient kept picking and scratching the scar from surgery which caused soft tissue breakdown and became infected. The surgeon saw the patient on (B)(6) 2014 and decided to remove the implant on (B)(6) 2014 with no other issues. The explant surgery was successful and the patient is doing well. This report is 11 of 19 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Pt weight: exact weight (B)(6). Date of event unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.